Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that hematoma developed following the patient's initial implant, which caused a loss of motor function in the patient's bilateral lower extremities. The patient was hospitalized, and surgical intervention was undertaken on (B)(6) 2023 in which the patient's scs system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.